Manufacturer narrative:
Device not returned.

Event description:
During use of the device for cardiopulmonary bypass procedure. The user reported that when the cardioplegia button was pressed, a grinding noise was heard and cardioplegia would not start. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.